Manufacturer narrative:
(B)(4). D10: p10-251-tlr3-s, talus flat rt sz 3 tps strl, lot 260f27523. P10-310-i306-s, x-link vtmn e poly 3x6mm neu strl, lot 26081582102. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right total ankle arthroplasty. Subsequently, the patient developed a bacterial infection with ulcer approximately three weeks post-implantation. Antibiotics and wound care were provided. Attempts have been made and no further information has been provided.